Event description:
The facility representative reported battery deplete alarms, charged but still get message. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The reported condition was confirmed during service.

Manufacturer narrative:
Evaluation summary: the condition of battery depleted alarms, charged but still get message was confirmed and it was due to fail code 570 found in the event history. This fail code was caused by depleted main batteries. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.